Event description:
S/p left heart cath & at end of ptca and stenting of rca, md passing wire (reported separately) down stented portion of rca. In manipulating wire, distal portion broke & was retained in the proximal portion of the right rca. Determination to pass platinum plus wire with add'l stent in proximal area covering the exposed wire. In doing so, the wire was apparently caught in the first stent & broke. The pt was taken to surgery for cab & aortotomy to remove retained wire(s).